Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial right knee arthroplasty. Subsequently, the patient has been indicated for a revision due to severe bone loss and nickel allergy. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following have been updated. Concomitant medical products: biomet cobal bone cement, catalog # 402283, lot # 048010; vanguard tibial bearing, catalog # 183620, lot # 555050; biomet cc tibial tray, catalog # 141231, lot # j2951042; biomet series a patella, catalog # 184762, lot # 927700. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient has been revised due to severe bone loss and nickel allergy. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Information from the sales rep confirmed that the patient has a cobalt-nickel allergy, however at this time it is unknown if the patient's condition was present at the time of implantation or developed later. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.